Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of an over infusion of midazolam was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. External and internal inspection of the suspect pump modules could not be performed because the devices were not returned for investigation based on the information provided by the facility, it is not possible to ascertain programming or event details related to the alleged incident. Laboratory testing of the suspect pump modules could not be performed because the devices were not returned for investigation log review could not be performed because the devices and their associate logs were not returned for investigation. The facility did provide a dataset from the pcu at the time of the event; however, it does not include keystroke programming and has not been validated for log analysis purposes. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. According to the bd alaris system with guardrails suite mx user manual (v12.1) outlines the following steps for changing the solution container and preparing the primary solution container in accordance with manufacturer instructions: close the roller clamp; remove the empty solution container; insert the administration set spike into the prepared fluid container per facility protocol and hang the container approximately 20 inches above the pump module; press the ¿channel select¿ key and enter the volume to be infused (vtbi) using the numeric keypad; open the roller clamp; and start the infusion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Root cause: the root cause for the complaint of over infusion of midazolam was not identified. Inspection and laboratory testing of the devices or review of their logs could not be performed because they were not returned for investigation.

Event description:
It was reported that the pump infused "incorrectly." The event occurred on (B)(6) 2025. It was reported that a new bag of versed (midazolam) was hung at 2245 the "night prior" ((B)(6) 2025) as the previous bag (100ml) was empty. The infusion was programmed with volume to be infused (vtbi) 90ml. At a rate of 3ml/hr. "The entire night, no titrations performed overnight." However, at 0500 the clinician observed the bag to be empty, but the device displayed that there was 72ml remaining to be infused. The clinician checked the floor for potential spills and found none. Patient was reportedly "slightly hypotensive in the morning (maps 58-65)". The providers were notified. There was patient involvement, but the outcome is unknown. Bd received additional information after conducting multiple communications attempts. It was reported that the event occurred between (B)(6) 2025 at 2245 and (B)(6) 2025 at 0500 involving a patient who has an admitting diagnosis of second- and third-degree burns. Due to the event, the patient reportedly became hypotensive (mean arterial pressure or map 58-65 as reported). At the time of the event, the patient was being brought to the burn operating room for a procedure, but the surgery team was reportedly not made aware that about the midazolam over infusion. Once informed, the patient was given flumazenil 0.5 mg (a benzodiazepine antagonist used primarily to reverse the sedative effects of benzodiazepines such as midazolam). No further intervention was rendered and "no additional harm occurred. The patient received continuous cardiac monitoring when the patient was brought back to the burn intensive care unit.

Manufacturer narrative:
Omit: a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, b15 - analysis of information provided by user/third party, d14 - no problem detected. Additional information: imdrf annex c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of midazolam was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. External and internal inspection of the suspect pump modules could not be performed because the devices were not returned for investigation based on the information provided by the facility, it is not possible to ascertain programming or event details related to the alleged incident. Laboratory testing of the suspect pump modules could not be performed because the devices were not returned for investigation log review could not be performed because the devices and their associate logs were not returned for investigation. The facility did provide a dataset from the pcu at the time of the event; however, it does not include keystroke programming and has not been validated for log analysis purposes. Root cause: the root cause for the complaint of over infusion of midazolam was not identified. Inspection and laboratory testing of the devices or review of their logs could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump infused "incorrectly." The event occurred on (B)(6) 2025. It was reported that a new bag of versed (midazolam) was hung at 2245 the "night prior" ((B)(6) 2025) as the previous bag (100ml) was empty. The infusion was programmed with volume to be infused (vtbi) 90ml. At a rate of 3ml/hr. "The entire night, no titrations performed overnight." However, at 0500 the clinician observed the bag to be empty, but the device displayed that there was 72ml remaining to be infused. The clinician checked the floor for potential spills and found none. Patient was reportedly "slightly hypotensive in the morning (maps 58-65)". The providers were notified. There was patient involvement, but the outcome is unknown. Bd received additional information after conducting multiple communications attempts. It was reported that the event occurred between (B)(6) 2025 at 2245 and (B)(6) 2025 at 0500 involving a patient who has an admitting diagnosis of second- and third-degree burns. Due to the event, the patient reportedly became hypotensive (mean arterial pressure or map 58-65 as reported). At the time of the event, the patient was being brought to the burn operating room for a procedure, but the surgery team was reportedly not made aware that about the midazolam over infusion. Once informed, the patient was given flumazenil 0.5 mg (a benzodiazepine antagonist used primarily to reverse the sedative effects of benzodiazepines such as midazolam). No further intervention was rendered and "no additional harm occurred. The patient received continuous cardiac monitoring when the patient was brought back to the burn intensive care unit.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump infused "incorrectly." The event occurred on 30 may 2025. It was reported that a new bag of versed (midazolam) was hung at 2245 the "night prior" ((B)(6) 2025) as the previous bag (100ml) was empty. The infusion was programmed with volume to be infused (vtbi) 90ml. At a rate of 3ml/hr. "The entire night, no titrations performed overnight." However, at 0500 the clinician observed the bag to be empty, but the device displayed that there was 72ml remaining to be infused. The clinician checked the floor for potential spills and found none. Patient was reportedly "slightly hypotensive in the morning (maps 58-65)". The providers were notified. There was patient involvement, but the outcome is unknown. Bd received additional information after conducting multiple communications attempts. It was reported that the event occurred between (B)(6) 2025 at 2245 and (B)(6) 2025 at 0500 involving a patient who has an admitting diagnosis of second- and third-degree burns. Due to the event, the patient reportedly became hypotensive (mean arterial pressure or map 58-65 as reported). At the time of the event, the patient was being brought to the burn operating room for a procedure, but the surgery team was reportedly not made aware that about the midazolam over infusion. Once informed, the patient was given flumazenil 0.5 mg (a benzodiazepine antagonist used primarily to reverse the sedative effects of benzodiazepines such as midazolam). No further intervention was rendered and "no additional harm occurred. The patient received continuous cardiac monitoring when the patient was brought back to the burn intensive care unit.